Event description:
The nurse reported the brakes will not hold. The bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Three attempts have been made to contact the account on the resolution for this issue with no feedback given. Based on this information, no further action is required.